Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore they will not be returned for evaluation.

Event description:
A report of a patient's precision system was explanted due to an infection at the pocket and extension site. The hospital performed standard protocol for the infection. The patient was prescribed oral antibiotics and is reportedly doing well.